Manufacturer narrative:
Troubleshooting was conducted with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Troubleshooting did not identify a specific failure. A replacement pump was sent to the customer. Attempts to contact the customer to get additional information have been unsuccessful as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that her pump in style breast pump had low suction and she developed mastitis the previous week, for which she was prescribed an antibiotic. She indicated that the mastitis has since resolved.

Manufacturer narrative:
The customer returned the device without any of the parts/accessories. The returned device was evaluated with lab parts/accessories and passed vacuum and cycle tesing. Refer to attached evaluation. The customer's reported issue related to low suction could not be confirmed. (B)(4).